Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with large air bubbles in the reservoir. The customer states they tried to purge the bubbles out. The customer states they did not get any alarms. The customer states they changed their tubing, but they would still not come out. The customer's blood glucose level was 227mg/dl. The customer was advised to monitor the device and call back if issues persist.